Manufacturer narrative:
Device evaluated by field service engineer. Troubleshooting found an open circuit. Necessary repairs made. System tested in accordance with manufacturers service manual. Maintenance review found no history related to this issue.

Manufacturer narrative:
Evaluation in progress.

Event description:
Patient moved to table and put to sleep. Targeted stone and started treatment. Did 25 shocks and did a quick fluoro and saw that stone had moved. Stopped treatment to reposition patient and table would not move the head of table. Tried multiple times to reset machine and get the table to move. Called service and we tried to get table to move. Woke patient up moved to recovery. Again tried to reset table with no success.